Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) are known adverse events associated with the use of a coronary scaffold in native coronary arteries. The IFU also states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty catheter. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with chest tightness. The procedure on (B)(6) 2016 was to treat a lesion located in the mid left anterior descending (lad) artery with 60% stenosis; however, no calcification or tortuosity. Vessel sizing was done with quantitative coronary angiography and the vessel was determined to be 3.0mm proximal and 2.8mm distal. A 3.0x28 mm absorb was direct stented with 10 bar and expanded to 3.2mm. Post-dilatation was performed with a 3.0x8mm non-abbott balloon catheter with 20 bar several times. Only angiography was used to confirm the scaffold was fully apposed to the vessel wall. The final angiographic residual stenosis was less than 10%. Result was good. No residual stenosis observed. The patient returned on (B)(6) 2017 with chest pain and an electrokardiogram confirmed an acute myocardial infarction (ami). Subsequently thrombosis was identified. The patient was treated with the implantation of an unspecified drug eluting stent. The patient was confirmed to have been compliant with their dual anti-platelet therapy (dapt) consisting of bokey/plavix. However, the patient had stopped dapt a week prior to having the mi because of benign prostatic hyperplasia surgery. The final patient outcome was good. No additional information was provided.

Manufacturer narrative:
(B)(4). The date received by manufacturer date submitted on the initial MDR should be 07/13/2017.